Event description:
It was reported that the procedure was being performed on a female, pt, (B)(6), in labor and delivery. A 30 year seasoned anesthesiologist placed the epidural needle into thep t's lumbar region and it hit bone in the pt's back. The physician then reinserted the needle at a 15 degrees change. She advanced the needle with the loss of resistance syringe, bouncing the syringe while advancing the needle. She let go of the needle to get more leverage. After the second push, she had loss of resistance and gave initial tests. The physician could not thread the catheter, so she attempted to remove the needle and noticed it was completely broken. Only 1-inch of the needle was removed and the rest of the needle was retained in the pt. The pt became very volatile and the physician called a neurosurgeon. The pt laid on her right side for 2 hours until the neurosurgeon was able to use a local anesthetic to make a 1-inch incision and remove the rest of the needle that was bent in half. The pt was given general anesthesia and put to sleep for a c-section. There was a delay in treatment with harm to the pt, no pt death, and no pt complications were reported.

Manufacturer narrative:
(B)(4). Sample will not be returned.